Event description:
Customer reported two patients' test results reported a hba1c result of >14. No injury was reported with this event.

Manufacturer narrative:
The two results in question were sent to a reference lab for confirmation. Controls for the specimens were run and both within range for both normal and abnormal controls. Manufacturer sent new cartridges and controls to perform a precision study. A (B)(4) was provided to the customer showing various testing methods.